Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the patient underwent a primary right l4-l5 spinal root decompression. 5 days later, the patient presented with episodes of severe groin and right leg pain. This event was severe in intensity. Patient was referred to pain management group. The outcome of the event is unknown as the patient was lost to follow-up. The investigator classified this event as unrelated to adcon-l. The investigator noted "permanent nerve root damage (?pre-op)" as a possible explanation for the event.